Manufacturer narrative:
This complaint has been captured under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Event description:
It was reported that the device was not cutting evenly. No harm or delay were reported along with the event. No other adverse event were reported as it relates to this event.

Event description:
No additional information available.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the motor did not start and the device was out of calibration at all readings. The motor, spring seal, thickness control shaft, adj. Cams, and vespel and semi-circle bearings were replaced and the device recalibrated which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.